Manufacturer narrative:
(B)(4)

Event description:
On 2012 (B)(6): pt reports a loss of therapeutic effect. The caller reports stimulation in the wrong location. Caller indicates there is no known accident or incident related to this complaint. Where is the location of the patient's symptoms area of body: chest and back in shoulder blade area and right below. Update to call from rep (B)(6): I called her and told her to come in any time today or monday, as I would be in her md's clinic the entire day both days. I am waiting for her to call me back. When she calls back, I will also encourage her to schedule an appointment, because if anything changed from a positioning standpoint, I cannot write a script for an x-ray and she will have to come back for a visit anyway. She has had my number for years, she must have lost it. But anyway, we are on it. 2012 (B)(6) email from rep: she is out of the state until after (B)(6). I told her to schedule an appointment to meet me <(>&<)> her md in the clinic when she returns to interrogate her ipg and reprogram as necessary. Until she calls to schedule it, I wont have an update. For your follow up, trigger it to ask me these same questions again the first (B)(6). Hopefully by that time I have something. There is zero chance of an update prior to memorial day. That's the status. She has my number to call instead of corporate, so the ball is totally in her court. On 2012 (B)(6) update to (B)(4) from rep: saw her last week. The plan is to replace her current devices with one restore sensor as she only needs one device not two. Her impedances etc were all okay and dr put her on the schedule for (B)(6) I believe.

Manufacturer narrative:
Product ID 399930, lot# v173396, serial#, implanted: 2008 (B)(6), explanted, product typ: lead, product ID 3887-33, lot# v155239, serial#, implanted: 2008 (B)(6), explanted, product typ: lead, product ID 37742, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product typ: programmer, patient product ID 37742, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient product ID 37742, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient product ID 3708360, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: extension, product ID 3708260, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ: extension. (B)(4).

Manufacturer narrative:
Additional review determined there was no disability or permanent impairment as a result of the event. The permanent impairment/disability box was incorrectly checked on the initial report.

Event description:
It was reported while the internal neurostimulator (ins) was turned on the patient had stimulation in the wrong location. The patient indicated no known accident or incident related to this report. The patient had symptoms in her chest and back in shoulder blade area and right below. It has been planned to replace her two current ins with one restore sensor as she only needs one device not two. Her impedances were all okay. Additional information reported indicated that the patient had a replacement surgery on (B)(6)-2012. Both implantable neurostimulators were replaced and one new lead was implanted. The lead implantation could not be confirmed through external data acquisition resources. If additional information becomes available, a follow-up report will be sent.